Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on anastomosis between small bowel and esophagus, the device was difficult or unable to open. When the surgeon fired the device, they could not remove stapler/anvil from the patient. The surgeon tried to remove the anvil from the stapler and could not detach. The surgeon enlarged the incision and used his hand to detach the anvil to resolve the issue. The knife fired, some staples formed and approximated 5cm of staples were not formed. A second device was used to complete the anastomosis. A closure device was also used. A clip from a different manufacturer was used and the leak went away. The incision was extended by 3cm. The surgical time was extended by thirty minutes or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the instrument was fully applied. A purse string was found tied to the instrument center rod. Microscopic examination noted no damage to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. The anvil cutting ring showed no traces of knife impression and the ring was received intact. Further investigation noted that the shell insert was disengaged and the ttp trocar latch was damaged and disengaged. Shell insert marks were observed on the shell assembly, indicating proper assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when inserting an obstruction. Attempting to close the anvil mechanism over an obstruction can exert a force on the shell insert causing it to disengage. Firing the instrument with a disengaged shell insert results in an incomplete firing. Shell insert disengagement can also cause the wing nut not to rotate, resulting in the device being difficult to open. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on anastomosis between small bowel and esophagus, the device was difficult or unable to open. When the surgeon fired the device, they could not remove stapler/anvil from the patient. The surgeon tried to remove the anvil from the stapler and could not detach. There was tissue damage. The surgeon enlarged the incision and used his hand to detach the anvil to resolve the issue. The knife fired, some staples formed and approximated 5cm of staples were not formed. A second device was used to complete the anastomosis. A closure device was also used. A clip from a different manufacturer was used and the leak went away. The incision was extended by 3cm. The surgical time was extended by thirty minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on anastomosis between small bowel and esophagus, the device was difficult or unable to open. When the surgeon fired the device, they could not remove stapler/anvil from the patient. The surgeon tried to remove the anvil from the stapler and could not detach. There was tissue damage.